Event description:
Procedure: low anterior resection. According to the reporter: the anvil was placed proximal to the colon with the purstring. The rectum was stapled with a ta stapler. The eea was introduced transanally, opened the center rod through the staple line and connected to the anvil. Closed the stapler until green was seen in the window and fired the stapler. Upon removing the stapler, the anvil was not attached. Surgeon noticed that stapled area was all apart and there were unformed staples. A new device was opened, re-applied the stapler and everything went fine. The case was delayed more than 30 minutes. Unanticipated tissue loss occurred. No blood loss greater than 500cc was reported. No reinforcement material was used.

Manufacturer narrative:
(B)(4).